Event description:
It was reported that during use, sterile water cannot be drained from the foley catheter.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided per gudid. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water cannot be drained from the foley catheter.

Manufacturer narrative:
The reported event was confirmed. Visual (photo): the first photo was a top view of the 2-way catheter with inflated balloon. The second photo was a zoomed in view of the inflated balloon. The third photo was of the inflation valve confirming the catheter batch # ngjs4621. The fourth photo was of the tray labeling confirming the batch # myjx5094. Received 1 all-silicone foley catheter with sample port connector and syringe. Verified material number 2758j14, batch number myjx5094 and manufacturing lot number ngjs4621. Visual inspection noted the balloon was partially inflated before conducting evaluation. Using the returned syringe, deflated balloon passively with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only three (3) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The reported event is addressed within the labeling: a review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, sterile water cannot be drained from the foley catheter.

Event description:
It was reported that during use, sterile water cannot be drained from the foley catheter.

Manufacturer narrative:
The reported event was confirmed-other. Visual inspection noted the balloon was partially inflated before conducting evaluation. Using the returned syringe, deflated balloon passively with no cuffing or leaks noted. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only three (3) ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The reported event is addressed within the labeling. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.